Manufacturer narrative:
A4: added patient weight. B7: added patient medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. See attachment for continuation of records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015 : emergency department note. ¿patient with multiple medical problems as well as multiple previous abdominal surgeries including aneurysm repair and hernia repair who comes in complaining of approximately one week of right upper quadrant abdominal pain, swelling with nausea and vomiting. Reports decreased oral intake. Denies any fever or chills. Computed tomography, large infected seroma with multiple surrounding abscesses. Impression: infected seroma with abscess formation. Admit to ICU.¿ (B)(6) 2015 : radiology - CT abdomen/pelvis. ¿indication: right upper quadrant pain, vomiting once, history of hernia repairs. Comparison: CT of torso 05/13/11 and CT of chest 01/21/15. Impression: previously visualized upper anterior abdominal wall seroma is seen which is larger in size measuring 16.7 x 11.8 cm with air-fluid level indicating infected seroma. Gas along the anterior aspect of the seroma is seen with multiple gas bubbles with air-fluid levels are seen along he both upper lateral aspect of the anterior abdominal wall indicating extension of the infection representing multiple small abscesses. The finding visualized indicates large abscess. No free intraperitoneal gas is seen. Diverticulosis of the descending and sigmoid colon is seen. No diverticulitis.¿ (B)(6) 2015 : consultation. ¿complains of having increasing abdominal pain in the right middle quadrant and also in the site of incision in the middle. Going on for past 1 week, he felt that his abdomen seems to be more swollen, tender to touch. Also having nausea, vomiting. Does complain of having chills. As per patient, he has not been eating well, very poor oral intake, poor appetite. Status post recent right inguinal hernia repair done by dr. (B)(6) in october , status post abdominal hernia repair and also as per wife had mesh placement. Medications on admission: coumadin, aspirin. No history of fever and no history was significant for having chills. Abdomen soft; midline surgical scar present. There is about 7 to 8 cm solid feeling in the right middle quadrant extending into the incision site and tenderness present. Assessment: infected seroma, anterior abdominal wall.¿ (B)(6) 2015 : history & physical. ¿abdominal pain x 1 week. Transferred from degraff inpatient to bgh for operative treatment for abdominal infection/abscess, unable to be treated in the or at degraff due to need for post op ICU admission due to patient¿s cardiac history. Complex medical history including prostate ca treated with prostatectomy, aaa-repaired by stent. Apparently had a complicated recovery after the repair in that he had a prolonged hospital stay that was complicated by a mrsa infection that required a PICC line insertion for vancomycin after d/c and a muscle flap closure after the stent to close the abdominal incisional wound defect. The patient is also subsequently undergone right inguinal hernia repair with mesh implantation by dr. (B)(6) in (B)(6) 2014. Presents for further evaluation of a one-week history of abdominal pain, distention and intermittent nausea and vomiting, intermittent chills and anorexia. Social hx: beer, 1-2 times per year. Tobacco: past, cigarettes, started age 12 years, stopped age 61 years. Moderately overweight otherwise well-developed, well-nourished elderly male who appears in no acute distress. Abdomen: distended, slightly tender across the upper quadrants and periumbilical area, somewhat widened old midline incision is well approximated. Now with right upper anterior abdominal abscesses surrounding large infected seroma here at bgh now for operative treatment to included ex-lap, possible mesh removal, possible bowel resection, possible cholecystectomy, possible ostomy under ga. Continue empiric invanz, pain control, admit to ICU post-op.¿ (B)(6) 2015 : progress notes. ¿sepsis poa. Denies any nausea, vomiting, no fever or chills. Abdomen soft. Right middle quadrant mass palpable. Patient is medically clear for surgery.¿ (B)(6) 2015 : surgical pathology final report. ¿accession: sp-15-0003419. Specimen received: a. Mesh (gross only). B. Clot (not on requisition form). Physician: (B)(6) md. Diagnosis: a. Soft tissue, attached to mesh, excision: fibrous tissue with acute inflammation, focal tissue necrosis with abscess formation. Mesh (see gross description). B. Clot, removal: consistent with blood clot.¿ ¿clinical information: clinical history: none given. Pre-op diagnosis: none given. Post-op diagnosis: none given. Surgical procedure: none given. Gross description: a. Labeled mesh. Received fresh is a surgical mesh measuring 28 x 19 x 0.3 cm. On the edge of the mesh there are multiple curled springs attached to the mesh. There is minimal tan-yellow fibrotic tissue attached to the mesh. The middle of the mesh is disrupted, area measuring 10.5 cm in length. The specimen is for gross only and has been reviewed by the attending pathologist. The attached fibrotic tissue is submitted in one cassette for microscopic examination in cassette a. B. Clot. Received fresh and subsequently fixed in formalin are multiple pieces of tan-dark red blood clot measuring in aggregate 10 x 5.5 x 3.5 cm. Representative sections of blood clots are submitted in a single cassette for microscopic examination in cassette b.¿ (B)(6) 2015 : anaerobic culture. ¿source: aspirate; clot sub a fluid collection. Final report: gram negative bacilli previously identified as clostridium clostridiiforme, 02/13/15. Miscellaneous culture. Source: other; clot sub a fluid collection. Final report: no growth, 02/10/15. Gram stain: no wbc¿s, no organisms seen.¿ (B)(6) 2015 : anaerobic culture. ¿source: aspirate; superficial fluid collection. Final report: clostridium clostridiiforme isolated, 02/11/15. Miscellaneous culture. Source: other; superficial fluid collection. Final report: no growth, (B)(6) 2015. Gram stain: rare wbc¿s, no organisms seen, (B)(6) 2015.¿ (B)(6) 2015 : progress note post procedure. ¿procedure: exploratory laparotomy, removal of mesh and washout of infected hematoma. Post procedure diagnosis: infected abdominal mesh. Findings: midline laparotomy incision with removal of midline scar, large 17 cm infected hematoma below gortex mesh. Mesh removed with fibrous capsule anterior to bowel, abdominal washout and hemostasis obtained. Smaller 4 cm abdcess [sic] noted in the anterior subcutaneous tissue was also opened and washed out, 2 large sump drains placed in cavity and fascia closed with running suture and retention sutures, wound left opened with moist kerlix. Patient taken to ICU extubated in stable condition. Specimen (s): abdominal wall fluid, subcutaneous fluid, abdominal wall mesh.¿ (B)(6) 2015 : nutrition initial assessment. ¿decreased appetite 2-3 months. Weight change, unintentional 20 pounds, per patient. Dosing wgt and stated wgt reflect 35-pound loss; patient stated 20-pound loss. Bmi: 33.76 kg/m2 on (B)(6) 2014; 29.98 kg/m2. Impression: severe malnutrition noted in the context of chronic illness as evidenced by 14% wgt loss in 3 months and noted muscle wasting.¿ (B)(6) 2015 : history and physical. ¿admitted with an infected seroma of the abdominal wall; status post exploratory laparotomy with infected mesh removal. Large midline abdominal scar in place with no flatulence, erythema or discharge. Bilateral lower quadrant drains are in place. Cbc with wbc count 15.4. Blood culture from 02/03/15 demonstrates gram-positive cocci in clusters, staphylococcus species was isolated. Pneumonia: it is unclear whether this is healthcare-associated pneumonia versus hospital-acquired pneumonia. Broad-spectrum empiric antibiotic therapy. Left-sided pleural effusion, may represent loculation and /or possible empyema. Diagnostic and therapeutic thoracentesis in am.¿ (B)(6) 2015 : radiology - CT chest. ¿indications: pleural effusion with pneumonia. Impression: interval upper abdominal wall surgery for drainage and /or removal of the large upper anterior peritoneal cyst seen previously. No recurrent extraluminal fluid collection noted in the upper abdomen. There are loculated air-fluid levels within the abdominal wall fascia likely reflecting postoperative hematomas or seromas, although abscess not excluded. Upper abdomen also re-demonstrates gallstones. A complete abdominal study not performed at this time.¿ (B)(6) 2015 : progress notes. ¿pod #5 s/p exploratory laparotomy with removal of infected mesh. Abdominal binder.¿ (B)(6) 2015 : progress notes. ¿admitted with sepsis secondary to infected longstanding hematoma and seroma. This has resolved with evacuation and removal of the mesh.¿ (B)(6) 2015 : discharge summary. ¿transferred from degraff inpatient to bgh for operative treatment for abdominal infection/abscess. Abd. Soft, nd, nt, penrose drains in place, abdominal incision with retention sutures and open wound is pink with good granulation tissue. Post op his IV abx were continued, he was started on continuous flushing of his sump drains, pain control, and his home medications were continued. Had an uncomplicated sicu course and was transferred to the floor on pod 3. His IV abx and continuous flushing of the sump drains were continued on the floor. He was discharged home on oral abx and with his drains in place. Procedures: 1) exploratory laparotomy and removal of mesh, placement of sump drains, and closure of the abdominal wall with retention stitches. 2) thoracentesis. Home to f/u as outpt. No strenuous activity or heavy lifting over 15 lbs. Daily dressing changes with wet to dry dressing. Vna set up for wound care and drain care, pt was set up for home pt. Discharge diagnosis: abdominal abscess, abdominal pain, infected prosthetic mesh of abdominal wall; s/p removal.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: pre-anesthesia record. Dx: ventral hernia. Ros: quit smoking in 2000, diabetes type ii, +mrsa, obesity. Pmh: s/p tvar ¿09 complicated by wound dehiscence and muscle flap. Physical status: 3. Geta. On (B)(6) 2010: (B)(6) hospital. (B)(6), rs. Progress note. Reports transient nausea, no vomiting. Abd: soft, obese, incisions c/d/I, absent bs, abd. Binder in place. Pod #1 s/p lap ventral hernia repair with gortex® mesh. Heparin sq. Oob/ambulate. On (B)(6) 2010: (B)(6) hospital. (B)(6), md. Interim operative report. Preop diagnosis: ventral hernia. Postop diagnosis: incarcerated ventral hernia. Swiss cheese defect midline incision. Procedure: laparoscopic ventral hernia repair mesh. Drains: no. Specimens: ø. Condition: good. On (B)(6) 2010: progress note. Dx: ileus-resolving. Exam: feels better, belly soft, + bowel sounds, + flatus. Plan: adat. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1995: [facility ni]. (B)(6) , md. Office notes. Numbness in both hands since age 15. Right greater than left. On anti-inflammatory by dr. (B)(6) . History of surgeries for kidney stones. Back problems, surgery for ruptured disc. Smoker, 1 pack of cig/day, drinks once a while. Diagnosis: bilateral carpal tunnel, hypertension. On (B)(6) 1995: [facility ni]. (B)(6) , md. Office notes. Started with low back again. Went to see dr. (B)(6) again who gave him short course of steroids. Back somewhat better. Stayed off work 1 week. Medications: altace. Diagnosis: low back pain, hypertension. Plan: muscle strengthening exercises taught. On (B)(6) 1995: [facility ni]. (B)(6) , md. Office notes. Right hand pain again. Has had cortisone injection. On (B)(6) 1997: [facility ni]. (B)(6) , md. Office notes. Doing well. Laid off from work. Colonoscopy done 1 month ago, found hemorrhoids and diverticulosis. Plan: decrease smoking, low salt diet, exercise daily, lipid profile. On (B)(6) 1998: [facility ni]. (B)(6) , md. Office notes. Annual physical. No new complaints. Retired from work feb ¿97. Getting contracture of right hand. History: 1991 lithotripsy for remove stone, left hand carpal tunnel surgery, right hand carpel tunnel surgery, back surgery 1977 (was hit on forehead by heavy metal which caused ruptured disc in back). Findings: rectal bleeding. Diverticulosis. Internal hemorrhoids. Hypertension. Bilateral carpal tunnel. Chronic sinusitis. Back pain. Premature ventricular contractions. Hyperlipidemia. Hearing loss. No chest pain, no shortness of breath, no urinary problems. Medications: zestril, enteric coated aspirin. Smokes 1 pack/day, occasional alcohol intake. Barium enema (B)(6) 1997 ¿ diverticulosis. Flexible sigmoid (B)(6) 1997 ¿ diverticulosis. Exam: weight 230. Obese. On (B)(6) 1999: (B)(6) memorial hospital. (B)(6) , md. Operative report. Cystoscopy and right retrograde pyelogram. Indication: hematuria. Impression: urethra normal. Prostate showed mild enlargement with very tight bladder neck. Ureteral orifices normal. No tumors or stones seen. Mucosa appeared healthy. No masses, stones or obstructions seen. No complications. No blood loss. Patient tolerated procedure well and left the room in good condition. On (B)(6) 2000: (B)(6) memorial hospital. (B)(6) , md. Operative report. Colonoscopy. Indication: heme-positive stool. Impression: possible cecal polyp. Diverticulosis. Internal hemorrhoids. On (B)(6) 2002: [facility ni]. (B)(6) , md. Office notes. Surgery for radical prostatectomy 03/25/02. Having pain in both groin 2 days, no bowel problems, no urinary problems, eating well. Here for medical clearance. Doppler both legs ¿ normal. Diagnosis: hypertension, cancer prostate. Plan: medically clear for surgery. No aspirin from saturday. On (B)(6) 2002: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: adenocarcinoma of the prostate. Postoperative diagnosis: adenocarcinoma of the prostate. Name of operation: bilateral pelvic lymphadenectomy and radical retropubic prostatectomy. Indications: the patient is a 69-year-old white male with adenocarcinoma of the prostate. Options were discussed and the patient chose radical prostatectomy. Procedure: ¿after induction of adequate general anesthetic, the patient was placed in the supine position and the abdomen and genitalia were prepped and draped in the usual sterile fashion. A 20 french foley catheter was inserted in the bladder. A midline incision was made from the pubis umbilicus by sharply incising through the skin and subcutaneous tissue. The anterior fascia was opened sharply and rectus muscles were retracted laterally. The retropubic space was then developed. Lymph node dissection was first done on the right side. Tissues surrounding the external iliac vein and obturator fossa was removed. The tail clips were used as necessary. Care was taken to preserve the obturator nerve. The exact same procedure was then done on the left side. Again the obturator nerve was preserved. No other nodes appeared to be grossly involved. At this point the endopelvic fashion was opened on either side of the prostate and the puboprostatic ligaments were taken down sharply. The clamp was placed around the dorsal venous complex and was then ligated and divided. Hemostasis was achieved using sutures of 2-0 chromic. When hemostasis was good, a clamp was placed around the urethra. The anterior surface of the urethra was incised. The foley catheter was brought up and the posterior wall was transected. Retrouretheral tissue was taken sharply close to the prostate and lateral attachments were taken high in the prostate. The posterior plane was developed bluntly. The ampulla of the vas was then approached posteriorly. It was clipped with tail clips and divided. The tissue at the pedicles was taken down using electrocautery. Then the bladder neck was taken down in a circumferential manner using blunt dissection and electrocautery. The bladder neck was then opened sharply. The specimen consisting of prostate and seminal vesicles was then removed. A suture of 2-0 chromic was then used to close down the bladder neck slightly. The mucosa was brought to the edge of the bladder neck using interrupted sutures of 4.0 vicryl. Four sutures of 0 chromic were placed in the stump of the urethra and then sewn to their corresponding position at the bladder neck. A 22 french foley catheter was inserted through the urethra and guided in the bladder. The bladder was brought down to urethra and the sutures were then tied creating good anastomosis. The foley catheter was then irrigated without difficulty. The penrose drain was brought down into the right side of the pelvis through a separate stab incision and sewn into place. The anterior fascia was closed with running sutures of #1 vicryl. The subcutaneous tissue was irrigated and the skin was then closed with skin staples. Sterile dressing was applied. Sponge and needle count reported as being correct. Estimated blood loss 80 cc with none replaced. The patient recovered from general anesthetic and taken to the recovery room in good condition.¿ on (B)(6) 2002: [facility ni]. (B)(6) , md. Office notes. Went to ER (B)(6) 2002, dizziness. Tried to get up from bed and felt dizzy. Had CT head and carotid doppler done. Diagnosis: vertigo, hypertension. On (B)(6) 2004: [facility ni]. (B)(6) , md. Office notes. Still has chest pain on walking. Following with dr. [Illegible] ¿ he started him on isosorbide, has 75% blockage on rca. Medications: toprol, plavix, lipitor, isosorbide, lisinopril. Diagnosis: coronary artery disease, hyperlipidemia. On (B)(6) 2004: [facility ni]. (B)(6) , md. Office notes. Here for medical clearance, CABG (B)(6) 2004. Dr. [Illegible] stopped plavix. Chest x-ray ¿ nodular lesion seen on [illegible] view ¿ probably represents tortuous thoracic aorta. Plan: CT chest to evaluate nodular lesion. On (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: unstable angina. Coronary artery disease. Name of operation: coronary artery bypass graft x 2. On cardiopulmonary bypass cold blood potassium antegrade cardioplegia. Summary of operation: pda 1.5 mm diameter saphenous vein graft. Pla 1.5 mm diameter saphenous vein graft. On (B)(6) 2005: (B)(6) hearth group, llp. (B)(6) , md. Operative report. Left heart catheterization, left ventriculography, bilateral coronary angiography and ascending aortography performed via the right femoral artery using the percutaneous technique. Conclusions: 3 mmhg lvedp [left ventricular end-diastolic pressure] at rest. 75% lvef [left ventricular ejection fraction] at rest. Diffuse disease. Svg [saphenous vein graft] to pda [posterior descending artery] is patent. Recommendations: continue pre-procedure medications. Aggressive risk factor modification. Continue aspirin 325 mg by mouth every day. Plavix 75 mg by mouth every day for 12 months. Follow-up with primary physician 2-3 weeks. CT of aorta needs to be done. It is very tortuous and we need a better visualization on that particular part of his anatomy. On (B)(6) 2005: (B)(6) memorial hospital. (B)(6) , md. Operative report. Colonoscopy. Indication: personal history of colonic polyps. Impression: cecal polyp. Polyp of the hepatic flexure. Mild erythema of the ileocecal valve of uncertain significance. While this may represent an adenomatous polyp, it did not appear to be a classic polyp and certainly is quite sessile, if indeed it is a polyp. This was biopsied. There was diverticular disease in both the right and left colon. The plan at this time is to check all pathology. We will see the patient in the office in 4 to 5 weeks. Should the area of erythema be an adenomatous polyp, we would have to reschedule the colonoscopy and remove it with submucosal injection. The patient has been advised to hold on his aspirin and plavix for five days post polypectomy. On (B)(6) 2006: (B)(6) memorial hospital. (B)(6) , md. Operative report. Colonoscopy. Plan: hold plavix for a week at least. Check pathology of polyp. On (B)(6) 2006: (B)(6) medical building. (B)(6) , md, facs, rvt. Office notes. Evaluation of peripheral arterial disease. Medications: protonix, toprol, pravachol, lisinopril, plavix, aspirin, isosorbide. Exam: 3/5 radial pulses on right and 1/5 on left. Abdomen markedly obese, soft, nontender, nondistended. No palpable abdominal aortic aneurysm. Right extremity: 2/5 femoral pulse, nonpalpable distally. Left extremity: 1/5 femoral, 2/5 popliteal, 2/5 dorsalis pedis, nonpalpable posterior tibial. Cyanosis and some mild dependent rubor of toes on both feet. Plan: continuation of daily antiplatelet therapy. Also started on pletal. On (B)(6) 2006: (B)(6) memorial hospital. (B)(6) , md. Operative report. Colonoscopy. Impression: polyp in ascending colon. Biopsy of ileocecal valve to rule out any adenomatous tissue. On (B)(6) 2007: [facility ni]. (B)(6) , md. Office notes. Diagnosis: hypertension, chronic kidney disease stage iii, coronary artery disease. On (B)(6) 2008: [facility ni]. (B)(6) , md. Office notes. Coughing again. Diagnosis: chronic cough. Rhinitis. Plan: amoxicillin, medrol dose pack. On (B)(6) 2008: [facility ni]. (B)(6) , md. Office notes. Weight 248. Exam: obese. Abdominal; soft, nontender, ventral hernia positive, nontender, no [illegible] palpable, [illegible], bowel sounds positive. On (B)(6) 2008: (B)(6) memorial hospital. (B)(6) , md. Operative report. Colonoscopy. Findings: again it was marginal preparation. Extensive diverticular disease with deformity of the left colon. Impression: extensive diverticular disease. Internal hemorrhoids. Some retained content. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md. Operative report. Preoperative diagnosis: open abdomen, status post difficult thoracoabdominal aneurysm repair. Postoperative diagnosis: open abdomen, status post difficult thoracoabdominal aneurysm repair. Operative procedure: abdominal exploration with wash out, pack removal, closure. Anesthesia: general endotracheal. Findings: removal of 2 packs, negative x-ray. Successful closure with relatively low inspiratory pressures and good hemodynamics. On (B)(6) 2009: (B)(6) memorial hospital. (B)(6) , md; (B)(6) , md. Radiology-portable ap view of chest. Indication: status post aaa repair. Evaluate for interval change. Findings: right ij sheath, endotracheal tube and feeding tube are again noted. Unchanged left basilar atelectasis and pleural effusion. Right lung clear. Stable mild cardiomegaly. Impression: unchanged left basilar atelectasis and left pleural effusion. On (B)(6) 2009: [facility ni]. (B)(6) , md. Office notes. Recheck after surgery. Having chest pain and also bloated. (B)(6) 2009 endovascular repair of thoracoabdominal aneurysm. On (B)(6) 2009: [facility ni]. (B)(6) , md. Office notes. Infected hematoma right groin. Had I&d, IV vancomycin. Diagnosis: infected wound right groin status post surgery. Loss of appetite. On (B)(6) 2009: [facility ni]. (B)(6) , md. Office notes. Wbc 11.8. Eating well. On IV vancomycin. Diagnosis: mrsa infection right groin. On (B)(6) 2009: (B)(6) medical center. (B)(6) , md, fellow; (B)(6) . Office notes. Here for follow up for mrsa right groin and possible graft infection. We were treating him with IV vancomycin, has completed a little over 8 weeks of effective therapy. Has tolerated the therapy very well, not experienced any adverse events. His wound has healed very nicely and reports no pain, swelling, discharge or redness. Denies fevers, chills, rigors. Impression/plan: quite pleased with clinical progress. Stop IV vancomycin and switch to po bactrim for chronic suppressive therapy for another 2 months. Pull out PICC line today. On (B)(6) 2009: [facility ni]. (B)(6) , md. Office notes. Back hurts when walks, no more swelling or redness in groin area. Diagnosis: coronary artery disease, infected groin wound healing well, peripheral vascular disease. On (B)(6) 2010: [facility ni]. (B)(6) , md. Office notes. Has developed rash on body 2 weeks ago [illegible]. (B)(6) 2010 CT with ventral hernia of fat above and below umbilicus. Diagnosis: dermatitis, hypertension stable, ventral hernia, obesity, chronic kidney disease stage iii. Plan: refer [illegible] CT abdomen and bulging of [illegible] side of abdomen. On (B)(6) 2010: [facility ni]. (B)(6) , md. Office notes. Concern about his stomach projection, complains of pain in [illegible] where his surgery was done. Exam: abdomen; large ventral hernia. Plan: surgeon at [illegible] ventral hernia. On (B)(6) 2010: [facility ni]. (B)(6) , md. Office notes. Was taking a lot of milk of mag for constipation. Diagnosis: constipation. On (B)(6) 2010: (B)(6) memorial hospital. Discharge instructions. Summary: ventral hernia repair with mesh. You tolerated the procedure well. Initially given a pain pump and allowed to drink clear liquids. Postop day 1, you had low urine. Labs supported dehydration, you were given more IV fluids and encouraged to drink. Urine output improved. You worked with physical therapy. Postop day 2, you had some shortness of breath and wheezing, you were given a breathing treatment, some oxygen, and IV fluids decreased. You were encouraged to continue getting out of bed and using the breathing machine. You tolerated a regular diet. Continued to make good urine and foley was removed. Creatinine was elevated so we repeated labs. Postop day 3 you had some nausea and vomiting. Abdominal x-ray was normal. You started to pass more gas and had a bowel movement. You were taken off oxygen and saturations stayed well. Postop day 4 you were tolerating regular diet and moving your bowels. Urinating well. Breathing improved, you remained off oxygen. Worked with physical therapy and they cleared you to go home safely. You were discharged home in stable condition. Activity: do not life heavy objects or children greater than 10 pounds. Walking is encouraged. Climb stairs as tolerated. Do not operate a vehicle or machinery while on narcotics or while reflexes are diminished. You may shower, pat dry, do not rub or peel off skin glue. You may notice some oozing/drainage from incisions. On (B)(6) 2011: [facility ni]. (B)(6) , md. Office notes. Diagnosis: hypertension, anemia secondary to rectal bleeding, chronic kidney disease stage iii, shortness of breath, copd. On (B)(6) 2011: [facility ni]. (B)(6) , md. Office notes. Has been feeling weak, gets very short of breath. Colonoscopy 03/18/11 ¿ diverticulosis and internal hemorrhoids. Egd ¿ small bowel study ¿ negative. Plan: repeat cbc 2 weeks, blood transfusion 2 units. On (B)(6) 2011: [facility ni]. (B)(6) , md. Office notes. Doing well. No new problems. Diagnosis: gi bleeding, coronary artery disease, anemia. On (B)(6) 2011: [facility ni]. (B)(6) , md. Office notes. Slight cold and cough, no fever, doesn¿t feel sick. On (B)(6) 2012: (B)(6) . (B)(6) . Radiology-chest-portable. Indication: scheduled for angiogram. Findings: exam demonstrates wires which are intact. An endovascular stent seen within descending aorta. Heart slightly enlarged. Hila normal size. Atherosclerotic disease of aorta seen. Coarse interstitial lung markings noted. No pulmonary edema pneumothorax. Impression: mild cardiomegaly. Endovascular stent seen. On (B)(6) 2012: (B)(6) lab. (B)(6) . Operative report. Comments: 79-year-old white male, history of prostate carcinoma, status post resection, hypertension, hyperlipidemia, borderline diabetes, abdominal aortic aneurysm, status post stent repair, known coronary artery disease, status post 2-vessel coronary bypass grafting in 2004, with a vein graft to the posterior descending artery and vein graft to the posterolateral branch, mild renal insufficiency, presents asymptomatic from a cardiovascular standpoint. Stress cardiolite scan revealed a myocardial infarction involving the mid inferior wall, inferolateral and posterolateral wall segments with moderate peri-infarction ischemia, 10% of lv mass with transient ischemic dilation, resting ejection fraction of 47% at a 2.3 met workload, referred for cardiac catheterization. Procedure: routine left heart catheterization was performed using 5-french catheter through a right radial approach. No complications. Conclusion: coronary artery disease. Single vessel disease with totally occluded distal right. Patent saphenous vein graft to the posterior descending artery. Patent saphenous vein graft to the posterolateral branch. Moderate diffuse atherosclerosis. Normal left ventricular systolic function. Recommendations: continue medical therapy with continued aggressive risk factor modification. On (B)(6) 2012: [facility ni]. (B)(6) , md. Office notes. On coumadin. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Went to [illegible] for abdominal pain, was told it was a seroma, now complains of increased [illegible] of [illegible] for last 2-3 weeks. On (B)(6) 2014: (B)(6) associates, pc. Letter. Presents for right inguinal hernia. Present 2 months. Located in the groin. Denies abdominal pain. Before noticing the bulge, he experienced a burning in his right groin when walking. Burning radiates to mid-thigh. Exam: right inguinal hernia, reducible, nontender, no bulging left groin. Plan: operating room for elective repair. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Still coughing and had some blood in phlegm. Medical history: hypertension, coronary artery disease, history of thoracoabdominal aneurysm, copd, hyperlipidemia, internal hemorrhoids, rectal bleeding, diverticulosis, chronic back pain, chronic sinusitis, decreased hearing, nocturia and history of prostate cancer, asymptomatic gallstones, mitral regurgitation aortic incompetence and tricuspid regurgitation, diabetic, obesity, polyp, chronic kidney disease stage iii, atrial fibrillation, osteoarthritis both hips, forgetful, left shoulder pain, central line the abdominal wall. Colonoscopy 11/00 ¿ colon polyp and diverticulosis. Repeat colonoscopy (B)(6) 2009/2005 ¿ large sessile again omit this polyp. Repeat colonoscopy (B)(6) 2006 fragmented polyp. Colonoscopy 10/2006 0.75 cm polyp removed from ascending colon. Colonoscopy 03/11 diverticulosis, no polyp. Egd (B)(6) 11, normal. 24-hour holter monitor (B)(6) 2007, frequent pvcs. 2-d echo (B)(6) 02 and (B)(6) 2011, left ventricular diastolic dysfunction. Mild mitral regurgitation, aortic insufficiency and mild tricuspid regurgitation. Right hip x-ray (B)(6) 2005 and (B)(6) 2006, degenerative joint disease. Arterial doppler both legs (B)(6) 2005, (B)(6) 2006, (B)(6) 2007, bilateral arterial insufficiency. Cystoscopy 02/11, negative, then (B)(6) 2013, negative, sees urologist for follow-up on prostate cancer. Sees nephrologist for chronic kidney disease. Follows at rochester for aneurysm and peripheral vascular disease. Surgical history: bilateral carpal tunnel for dupytren contractures. Back surgery 1977, hit on head, caused ruptured disc. Radical prostatectomy 03/12. Lithotripsy 1991. Coronary artery bypass graft (B)(6) 2004. Repeat coronary angiogram (B)(6) 2005, showed diffuse disease. Bilateral cataract surgery. No vascular repair of thoracic abdominal aneurysm (B)(6) 2009 at rochester. Drainage of right inguinal hematoma 04/2009. Repair of thoracic aneurysm and splenectomy and reimplantation of left renal artery and repair of right common femoral artery aneurysm (B)(6) 2009. Laparoscopic ventral hernia repair (B)(6) 2010. Coronary angiogram 05/12, showed rca 90% distal stenosis but patent graft. Former smoker, quit 9 years ago, occasionally drinks alcohol, retired, uses vacuum pump for erection, viagra did not work for him. Medications: ambien, aspirin, coumadin, lasix, lipitor, lisinopril, metoprolol, protonix. Weight 233, bmi 33.0. Was sent for chest x-ray, shows left lobe atelectasis versus pneumonia and small left pleural fluid. Diagnosis: bacterial pneumonia. Stop lisinopril since blood pressure is low and it could be contributing to his cough. Start avelox, ventolin. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Cough a lot better. Will be having hernia surgery in october. Lisinopril was stopped last month. Chest x-ray on (B)(6) 2014 ¿ atelectasis/pneumonia. Wbc 11.9. Diagnosis: pneumonia due to streptococcus. On (B)(6) 2014: [facility ni]. (B)(6) , md. Office notes. Redness left foot. Diagnosis: cellulitis. Start keflex. On (B)(6) 2015: (B)(6) . (B)(6) , md. Radiology-chest-portable. Indication: cough. The patient has infected mesh from hernia surgery. Abdominal pain. Findings: 2 ap upright views of the chest demonstrate a stent in the lower thoracic aorta. Pleural effusions is seen in the lower chest with no significant change from (B)(6) 2014. Decrease of left lung volume is seen. The left upper lobe and the right lung is clear. Cardiomegaly seen. Median sternotomy is seen. Impression: a stent is seen in the distal thoracic aorta. Left pleural effusion is seen with no significant change from 10/2006/2014. The left upper lobe and the right lung is clear. On (B)(6) 2015: (B)(6) . (B)(6) , md. Radiology-ultrasound abdomen complete. Indication: abdominal pain and vomiting, abdominal wall abscess, history of aortic aneurysm, hernia repairs. Findings: gallbladder contains multiple mobile calculi. No gallbladder wall thickening, pericholecystic fluid or bile duct dilatation. Common duct 6 mm at the porta hepatis. Interrogation of the left lobe of the liv is limited due to the overlying large complex fluid collection in the anterior abdominal wall in the midline overlying the left lobe of the liver. Right lobe of the liver unremarkable. Spleen surgically absent. Pancreas completely obscured, lack of acoustic window. Bilateral kidneys demonstrate no hydronephrosis. A few small left renal cysts are present. No upper quadrant ascites. Abdominal aorta obscured distally. Proximal abdominal aorta approximately 4 cm diameter. Conclusion: cholelithiasis with no sign of acute cholecystitis by ultrasound. Large complex anterior midline abdominal wall fluid collection not evaluated by this study, please see receiving CT scan for further comment. Pancreas, left lobe of the liver and abdominal aorta not visualized due to lack of window. On (B)(6) 2015: (B)(6). Lab. Wbc 17.7 h (4.0-10.5). On (B)(6) 2015: (B)(6). Lab. Wbc 10.6 h (4.0-10.5). On (B)(6) 2015: (B)(6) . Lab. Wbc 9.0 (4.0-10.5). Body fluid culture with gram stain; thoracentesis fluid. No growth. On (B)(6) 2015: (B)(6) . (B)(6) dunn, md. Radiology-special view. Indication: pneumothorax, spontaneous. Impression: no evidence of pneumothorax after left-sided thoracentesis. Decreased size of left pleural effusion with improved aeration of the adjacent lung. Persistent atelectasis left lower lobe. On (B)(6) 2015: (B)(6) general medical center. Discharge instructions. Discharge diagnosis: infected prosthetic mesh of abdominal wall, status post removal. Health issues: infection (B)(6) 04, pneumonia (B)(6) 2014, hyperlipidemia, hypertension, gastroesophageal reflux disease, peripheral vascular disease, renal insufficiency syndrome, coronary artery disease, cerebrovascular disease, aortic stenosis, aneurysm, former smoker, laparotomy exploratory (B)(6) 2015. Weight 98.3 kg, bmi 30.23. Discharge medications: albuterol, aspirin, atorvastatin, norco, levofloxacin, metoprolol, flagyl, pantoprazole, miralax, warfarin, ambien. Activities of daily living: up to chair, moderate assistance. Functional status: modified independence. Disability: none. Wbc 9.4 (4.0-10.5). Transfused 1 unit. On (B)(6) 2015: [facility ni]. (B)(6) , md. Office notes. Here for follow up on tests. Has been feeling short of breath, saw cardiologist, dr. (B)(6) (B)(6) 2015, was sent for chest x-ray and blood test. No chest pain, but gets short of breath easily. Has not been taking lasix every day because it makes him urinate more. Saw endovascular surgery for peripheral artery disease, he does not feel patient needs any intervention. Weight 204.5 lbs. Exam: breathing normal, lungs clear but some diminished breath sounds in bases. Trace leg edema. Chest x-ray (B)(6) 2015 showed loculated moderate left sided pleural effusion. Prominent interstitial marking in right lower base. Impression/plan: loculated pleural effusion. Congestive heart failure. Hypertension. Advised to take lasix every day. Added lisinopril for chf. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). The lot number provided (3636635) is not a valid gore device lot number. Therefore, a manufacturing review could not be performed. Medical records confirming the device lot number will be requested. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that a patient alleges to have underwent ventral hernia repair surgery on or about (B)(6) 2010 using a gore dualmesh® plus biomaterial. The complaint alleges that on or about (B)(6) 2015, the patient ¿began to experience excruciating stomach pain, nausea, vomiting, and loss of appetite.¿ it was reported that ¿on (B)(6) 2015, [the patient] presented to the emergency department¿with complaints of severe stomach pain and a worsening of his overall health over the past week.¿ it was alleged that ¿a CT scan was performed which demonstrated a mesh infection and [the patient] was diagnosed with sepsis secondary to infected mesh necessitating urgent removal surgery.¿ it was further alleged that ¿on (B)(6) 2015, [the patient] underwent surgical removal of the infected dualmesh® plus¿dr. (B)(6) noted that when the mesh was encountered and cut into, it ¿burst with infected hematoma.¿ he further noted that a thick inflammatory peel, found underneath the infected hematoma, was strongly adherent to the underlying bowel and therefore unable to be fully removed.¿ the complaint states that after the surgery, the patient ¿¿was informed that a piece of the dualmesh® plus could not be removed because it was adherent to the bowel and worries to this day about the remaining mesh becoming infected again.¿ it was alleged that the patient ¿¿.has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; and past, present, and future medical, hospital, rehabilitative, and pharmaceutical expenses, and other related damages.¿ additional, event specific information was not provided. Medical records detailing the above event information will be requested.

Manufacturer narrative:
H6: added additional patient codes. Patient code 3191 (appropriate term/code not available) is being used for "loss of consortium." Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records prior to (B)(6) 2010, including origin of the midline incision described in operative record of (B)(6) 2010, was not provided. Operative records dated (B)(6) 2010 indicate the patient underwent laparoscopic ventral hernia repair with mesh for treatment of ¿an incarcerated ventral hernia with complex multiple defects along the superior half of his midline incision.¿ the records state: ¿the patient is a 78-year-old status post aortic aneurysm repair with an enlarging and increasingly symptomatic midline hernia.¿ the (B)(6) 2010 report states: ¿small amount of camera dissection allowed us to traverse the midline and a second 5-mm port was placed under direct vision in the right upper quadrant. We then commenced on a lengthy lysis of adhesions using a laparoscopic approach. The lysis of adhesions was almost bloodless. We used cold scissor sharp dissection along with gentle retraction along planes. We began to visualize a multilocular midline hernia and colon and omentum appeared to be within the main compartment that had been visualized on CT scan.¿ ¿lysis of adhesions was then undertaken completely along the entire abdominal peritoneal surface. Using careful laparoscopic examination, the fascial defect was marked on the patient's loban [sic]. It extended from subxiphoid defect to a periumbilical defect with multiple in between defects. In order to adequately overlap the superior border of the hernia defect, the liver which was adherent to the diaphragm was very carefully released posteriorly using sharp dissection.¿ the (B)(6) 2010 records continue: ¿a ruler was used to cut a gore-tex dualmesh ii prosthetic to extend 5 cm beyond the field of defects in all dimensions. A gore-tex 26- x 34-cm mesh was chosen. It was trimmed slightly to size. Eight 0 polydek sutures were placed about its circumference and then the mesh was placed intraperitoneally and parachuted into position through preassigned puncture sites corresponding to the polydek sutures. Intraabdominal was reduced to 10 mmhg and the transfascial tevdek sutures were tied down. An excellent smooth, taut, extensive repair was achieved. A spiral protack was then used to tack the mesh at approximately 10-mm intervals about its circumference. An inner more widely spaced row of tacks was also placed. Excellent laparoscopic result was achieved.¿ the records indicate a gore dualmesh® plus biomaterial (1dlmcp08/3636635) was implanted during the procedure. Records between (B)(6) 2010 and (B)(6) 2015 were not provided to gore. There are no records detailing the "...excruciating stomach pain, nausea, vomiting, and loss of appetite¿ that were reported to have occurred on (B)(6) 2015. Additionally, the records detailing the patient's (B)(6) 2015 emergency department visit were not provided. Operative records dated (B)(6) 2015 indicate the patient underwent laparotomy and removal of mesh, placement of [illegible] drains, and closure of the abdominal wall with retention stitches. Preoperative diagnosis states: ¿sepsis secondary to infected mesh.¿ postoperative diagnosis states: ¿infected abdominal wall, infected hematoma, infected mesh.¿ the (B)(6) 2015 records state: ¿this is an 82-year-old male with significant past vascular, cardiac history. He had a ventral hernia repair and longstanding seroma that never bothered him, never became symptomatic. This is about 10 years that this hernia repaired already. He was in his usual state of health and then he developed an abdominal pain and worsening of his overall health over the past week. He presented to the emergency room yesterday and a CT scan demonstrated a mesh infection in the previously sterile seroma. We corrected coagulopathy and admitted him with plans for doing surgery the next day. He was given antibiotics and given IV fluids.¿ the (B)(6) 2015 procedure notes state: ¿abdomen was prepped and draped in usual sterile fashion and going through the site of old incision, the mesh was encountered and this appeared to be gore-tex mesh and then we cut into it, it just burst with infected hematoma. Cultures were taken. The mesh was debrided off the anterior abdominal wall. The screws were removed, stitches were removed and there was a thick inflammatory peel underneath all that infected hematoma and so we removed the mesh, sent cultures of fluid and cultures of the clot. Mesh was sent as well. The wound was irrigated with 6 l of saline. The inflammatory peel was opened a little bit in the right upper quadrant. I did not explore under this because the peel was strongly adherent to the underlying bowel. This infected fluid collection was not foul smelling, so my suspicion is that this is a skin flora infection, and nothing from the abdomen.¿ the records indicate the wound was irrigated, drains were placed, and the abdomen was closed with sutures. Pathology records detailing the specimens collected on (B)(6) 2015 were not provided to gore. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reportedly confirmed that on (B)(6) 2010, the patient underwent laparoscopic repair of a ventral hernia whereby a gore dulamesh® biomaterial (1dlmcp08/3636635) was implanted. It was reported the patient alleges the following injuries: abdominal pain, nausea, hematoma, adhesions to bowel, mesh infection, mesh removal, loss of consortium.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: patient medical history includes the following: on (B)(6) 2005: per CT: ascending aortic aneurysm, small hiatal hernia. On (B)(6) 2005: quit smoking 1 year ago. On (B)(6) 2008: ventral hernia. On (B)(6) 2009: repair of right common femoral artery aneurysm with 10 mm dacron graft and placement of large vacuum dressing on abdominal wall. On (B)(6) 2009: returned to or for abdominal wash out, pack removal and abdominal closure. On (B)(6) 2009: being treated for sepsis; CT with small to moderate hematoma within left abdomen, small hemi-peritoneum, small bilateral groin hematomas, fluid could be infected, abdominal wound with minimal defect along it. On (B)(6) 2009: per CT: rt groin hematoma, sigmoid diverticulosis. On (B)(6) 2009: hx mrsa rt groin wound/presumed graft infection. S/p prostatectomy and radiation. On (B)(6) 2010: per CT: midline ventral hernias of fat above and below umbilicus. On (B)(6) 2010: dx: constipation. On (B)(6) 2010: ventral hernia. Hernia formation multifactorial; soft tissue weakening, hx aneurysmal disease, smoking and borderline diabetes. Overweight; 120 kg. Small separate umbilical hernia. On (B)(6) 2010: ¿lysis of adhesions was then undertaken completely along the entire abdominal peritoneal surface.¿ laparoscopic ventral hernia repair, mesh prosthesis . On (B)(6) 2011: dx: copd. On (B)(6) 2013: large complex fluid collection midline abdomen. On (B)(6) 2013: per CT: large focal fluid collection which appears to arise within the surgical mesh of an anterior abdominal wall hernia repair, likely large seroma. B7: patient medical history includes the following: on (B)(6) 2005: per CT: ascending aortic aneurysm, small hiatal hernia. On (B)(6) 2005: quit smoking 1 year ago. On (B)(6) 2008: ventral hernia. On (B)(6) 2009: repair of right common femoral artery aneurysm with 10 mm dacron graft and placement of large vacuum dressing on abdominal wall. On (B)(6) 2009: returned to or for abdominal wash out, pack removal and abdominal closure. On (B)(6) 2009: being treated for sepsis; CT with small to moderate hematoma within left abdomen, small hemi-peritoneum, small bilateral groin hematomas, fluid could be infected, abdominal wound with minimal defect along it. On (B)(6) 2009: per CT: rt groin hematoma, sigmoid diverticulosis. On (B)(6) 2009: hx mrsa rt groin wound/presumed graft infection. S/p prostatectomy and radiation. On (B)(6) 2010: per CT: midline ventral hernias of fat above and below umbilicus. On (B)(6) 2010: dx: constipation. On (B)(6) 2010: ventral hernia. Hernia formation multifactorial; soft tissue weakening, hx aneurysmal disease, smoking and borderline diabetes. Overweight; 120 kg. Small separate umbilical hernia. On (B)(6) 2010: ¿lysis of adhesions was then undertaken completely along the entire abdominal peritoneal surface.¿ laparoscopic ventral hernia repair, mesh prosthesis . On (B)(6) 2011: dx: copd. On (B)(6) 2013: large complex fluid collection midline abdomen. On (B)(6) 2013: per CT: large focal fluid collection which appears to arise within the surgical mesh of an anterior abdominal wall hernia repair, likely large seroma. B7: patient medical history includes the following: on (B)(6) 2005: per CT: ascending aortic aneurysm, small hiatal hernia. On (B)(6) 2005: quit smoking 1 year ago. On (B)(6) 2008: ventral hernia. On (B)(6) 2009: repair of right common femoral artery aneurysm with 10 mm dacron graft and placement of large vacuum dressing on abdominal wall. On (B)(6) 2009: returned to or for abdominal wash out, pack removal and abdominal closure. On (B)(6) 2009: being treated for sepsis; CT with small to moderate hematoma within left abdomen, small hemi-peritoneum, small bilateral groin hematomas, fluid could be infected, abdominal wound with minimal defect along it. On (B)(6) 2009: per CT: rt groin hematoma, sigmoid diverticulosis. On (B)(6) 2009: hx mrsa rt groin wound/presumed graft infection. S/p prostatectomy and radiation. On (B)(6) 2010: per CT: midline ventral hernias of fat above and below umbilicus. On (B)(6) 2010: dx: constipation. On (B)(6) 2010: ventral hernia. Hernia formation multifactorial; soft tissue weakening, hx aneurysmal disease, smoking and borderline diabetes. Overweight; 120 kg. Small separate umbilical hernia. On (B)(6) 2010: ¿lysis of adhesions was then undertaken completely along the entire abdominal peritoneal surface.¿ laparoscopic ventral hernia repair, mesh prosthesis . On (B)(6) 2011: dx: copd. On (B)(6) 2013: large complex fluid collection midline abdomen. On (B)(6) 2013: per CT: large focal fluid collection which appears to arise within the surgical mesh of an anterior abdominal wall hernia repair, likely large seroma. On (B)(6) 2013: asymptomatic seroma, one of this size uncommon. On coumadin; wonder whether there may have been bleeding episode resulting in hematoma. Aspiration risks introduction of infection. On (B)(6) 2014: recent addition of diuretic; he believes it was intended to decrease abdominal fluid (ascites) that is believed to have affected his hernia repair. On (B)(6) 2014: rt inguinal hernia, reducible, acute bronchitis. On (B)(6) 2014: noted on 02/04/15: ¿the patient is also subsequently undergone right inguinal hernia repair with mesh implantation by dr. (B)(6) in (B)(6) 2014.¿ repair of recurrent rt inguinal hernia with mesh; [type of mesh ni]. On (B)(6) 2015: ¿multiple previous abdominal surgeries.¿ wt. 99.3 kg (219 lb), bmi 30.65 kg/m2. Diverticulosis on CT. On (B)(6) 2015: emergency medical condition; sepsis, abdominal abscess. Smoking: started age 12; stopped age 61. History: prostate ca treated with prostatectomy, aaa-repaired by stent; had a complicated recovery after repair; prolonged hospital stay complicated by a mrsa infection and a muscle flap closure after the stent to close the abdominal incisional wound defect. On (B)(6) 2015: ¿82 year old; ventral hernia repair and long standing seroma that never bothered him, never been symptomatic. This is about 10 years that this hernia repaired already.¿ [asa class: 3e. On (B)(6) 2015: severe malnutrition noted in the context of chronic illness as evidenced by 14% wt loss in 3 months and noted muscle wasting. Albumin level: 2.3 g/dl on 02/06/15, 2.8 g/dl on 02/07/15. On (B)(6) 2015: pain after heavy lifting. CT with abscess upper abdomen; infected abdominal hematoma. Hematoma drained, cultures taken. H6: conclusion code remains unchanged. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: radiology-CT chest/abdomen/pelvis. Indication: evaluate for acute changes. Being treated for sepsis and continues to have febrile episodes despite antibiotics. Evaluate for possible source. Impression: small to moderate hematoma within left abdomen. Small hemi-peritoneum. Small bilateral groin hematomas. Fluid could be infected, but there is no definite CT evidence of infection. Abdominal wound with minimal defect along it. On (B)(6) 2009: discharge summary. Cc: thoracic and abdominal aortic aneurysms. Hpi: found to have coincident thoracic (5.9 cm) and perivisceral abdominal (5.7 cm) aortic aneurysms during workup for claudication symptoms at an outside practice. Transferred to the care of u of r vascular surgery secondary to the severe angulation of the abdominal aorta, which would necessitate open repair before endovascular approach could be used for repair of the thoracic aneurysm. Additionally, pt was found to have a right common iliac artery aneurysm and a right common femoral pseudoaneurysm which would also require repair. It was anticipated that the pt would also require a splenectomy to gain access to the involved abdominal aorta. Hospital course: on 01/08/09, underwent repair of type 4 thoracoabdominal aneurysm with splenectomy, reimplantation of the left renal artery with an 8 mm dacron graft, primary repair of the right common femoral artery aneurysm with a 10 mm dacron graft and placement of a large vacuum dressing on the abdominal wall. On 01/12/08 [sic; presumed 01/12/09] pt returned to the or for abdominal wash out, pack removal and abdominal closure. On 01/17/09, due to leukocytosis and fever, patient was cultured and sent for CT of chest, abdomen, and pelvis to look for possible source of infection. CT was negative. Abdominal surgical staples and retention sutures were removed, wound care was continued for incisional wounds of the midline abdomen and b/l groins. Discharged to rehab. On (B)(6) 2009: discharge summary. Chief complaint: thoracic abdominal aneurysm. History of present illness: had previously undergone an abdominal aortic aneurysm repair with splenectomy and reimplantation of his left femoral artery and primary repair of right common femoral artery aneurysm on 01/08/09. Had a prolonged hospital course postoperatively, as well as some delayed closure of his abdominal wound complicated by pneumonia, prolonged intubation, atrial fibrillation and c. Difficile and a pseudomonal uti. Discharged to rehab with a known thoracic aortic aneurysm and returned for further surgical intervention. Admitted on 03/23/09 and underwent thoracic endovascular aneurysm repair, right groin cut down and left ultrasound guided radial access by dr. Michael singh. Visiting nurse service set up for home care and he was discharged home in stable condition. On (B)(6) 2010: radiology-CT torso without contrast. History: status post aneurysm repair 08. Impression: soft tissue mass ventral to distal anastomosis of aorto-bifemoral graft probably organized hematoma measuring up to 4.5 cm in cross diameter. The proximal abdominal aorta measures 4.5 cm meters and is unchanged. Midline ventral hernias of fat are seen both above and below the level of the umbilicus . On (B)(6) 2010: consultation. Surgical consultation regarding ventral hernia. Has complex cardiovascular history, that, made short, indicates that he underwent staged repair of thoracoabdominal aneurysm in 2009. Had an infection at the femoral site, which required re-operation and muscle flap. Approximately 4 months ago, noticed an enlarging bulge just to the right of his umbilicus. Has some mild discomfort for this, but no outright pain. Patient and wife confirmed that is has been slowly enlarging over time. Constipation that is controlled with prune juice. Social history: does not smoke cigarettes, having quit 8 years ago with a 40-pack per year history. Exam: wt 128 kg. Unremarkable except; abdomen, central compartment obesity. Has fairly obvious ventral hernia with approximately 6 cm circular defect superior and to the right of the umbilicus. Has a small separate umbilical hernia. Both of these are soft and reducible. CT scan demonstrates a ventral hernia with fat. Impression/plan: medical decision making is complicated. His hernia formation is multifactorial but probably includes a soft tissue weakening component based on his history of aneurysmal disease, cigarette smoking, and borderline diabetes. As his hernia is enlarging over time, my recommendation would be elective repair prior to significant symptoms or significant enlargement. We also discussed a wait and see approach. I find the patient to be an acceptable candidate for laparoscopic ventral hernia surgery. On (B)(6) 2010: radiology-abdominal x-ray. History: status post laparoscopic ventral hernia repair, nausea and vomiting, evaluate ileus. Impression: no dilated loops of bowel to suggest ileus. On (B)(6) 2010: discharge summary. Discharge diagnoses: ventral hernia. Assessment: underwent laparoscopic ventral hernia repair with gortex® mesh on 10/25/10 with dr. (B)(6). Procedure was well tolerated and no immediate complications. On pod 3, had some nausea with emesis . An abdominal x-ray was negative for an obstructive or ileus pattern. Prior to discharge pain was well controlled with oral pain medications only. Discharged home stable condition. On (B)(6) 2010: clinic note. F/u s/p laparoscopic ventral hernia repair. Hpi: postoperative course largely unremarkable, did have some mild exacerbation of chronic renal insufficiency, a postoperative ileus, and some mild atelectasis. Exam: abdomen soft, mild postoperative tenderness but all trochar sites are healed great without evidence of erythema or drainage. Has an expected small, soft seroma at the site of his hernia. Assessment/plan: ended up having a complex hernia involving most of his long midline incision. Repaired laparoscopically and he is quickly recovering. On (B)(6) 2013: radiology-us kidneys. Impression: large (16.7 cm) complex fluid collection midline abdomen. Recommend further evaluation with CT. On (B)(6) 2013: radiology-CT abd/pelvis w/o contrast. Findings: cholelithiasis noted. In anterior abdominal wall there is evidence of prior ventral hernia repair. Focal fluid collection within the surgical mesh just deep to the rectus sheath measuring 16.5 x 10.4 x 16 cm. Extensive sigmoid diverticulosis noted. Right inguinal hernia containing fat. Impression: large focal fluid collection which appears to arise within the surgical mesh of an anterior abdominal wall hernia repair, likely a large seroma. This could be sampled or drained percutaneously. On (B)(6) 2013: office notes. Wt 239. Cough for last 1 month. No c/o abd pain. Cyst and fluid on abd wall hernia repair. CT of abd/pelvis-large seral fluid collection in the surgical mesh of anterior abdominal wall. Need repair-likely to be seroma. Abd wall-distended in upper part, non-tender, no surg/hernia. Diagnoses: copd, seroma in abd wall. Plan: rochester surgery [illegible] for seroma . On (B)(6) 2013: office notes. Hpi: referred for consultation regarding abnormal findings on recent CT scan. Ventral hernia repair on 10/25/10. Recovery notable for postop ileus. Did not have wound related problems. He has been asymptomatic and 3 weeks ago was found to have microscopic hematuria. CT scan performed to work this up. A large intra-abdominal wall fluid collection was noted anterior to his prosthetic mesh. Patient confirms lack of symptoms. Does report some periumbilical fullness that has been there about 6 months. Denies trauma or ecchymosis to the area. Started on coumadin 1 year ago for dysrhythmias. Gi: negative for heartburn, nausea, vomiting, abdominal pain, diarrhea and constipation. Wt 232 lb, 12.8 oz, bmi 32.48. Abdominal: soft. Bowel sounds normal. No distention, fluid wave, ascites and no pulsatile midline mass. No hepatosplenomegaly, tenderness, rebound, guarding. No hernia . Large area of fullness, nontender, not a hernia, no erythema. Correlates to CT scan finding. Assessment: has a pretty impressive seroma and contact with abdominal mesh. Asymptomatic. No evidence for infection either from a radiographic or clinical standpoint. Seromas are common with this procedure, however one of this size, not necessarily so. Fortunately, it is asymptomatic and I therefore recommend expectant management initially. Interestingly, he is [sic] not think it is been there since surgery. He has, subsequently to surgery, been started on coumadin, and we wonder whether there may have been a bleeding episode and we are seeing the results of a hematoma. Aspiration risk introduction of infection. Plan: see back in 6 months for clinical checkup. On (B)(6) 2014: office notes. Hpi: had ventral hernia repair done at strong with mesh. However, it has failed. He has not been back to see them since, but scheduled shortly. Abdomen: palpation reveals softness, with no distention. Comments: mild creatinine rise may reflect the recent addition of diuretic rx. He believes it was intended to decrease his abdominal fluid (ascites) that is believed to have affected his hernia repair. On (B)(6) 2014: office notes. Hpi: f/u history persistent postoperative seroma. Presented november 2013, evaluation of large intra-abdominal wall fluid collection anterior to his prosthetic mesh. Clinically asymptomatic. Presents today without complaints. Gi: no abdominal pain or bloating. Abdomen: large area of periumbilical firmness, overlying skin without erythema, no cough impulse, non-tender, no masses. Healed incisions. Assessment: abdominal wall seroma. Remains clinically stable. Plan: no surgical intervention recommended at this time. Continue surveillance. On (B)(6) 2014: office notes. Has been coughing for about 3-4 days. Noticed a large lump in the rt scrotum which gets larger on coughing. Diagnoses: large direct rt inguinal hernia-reducible, acute bronchitis. Plan: will have urology see him for inguinal hernia. On (B)(6) 2014: radiology-CT chest w/contrast. Indication: mass. Impression: gallstones. Large 12 x 8.2 cm seroma along the upper anterior abdominal wall is seen which appears to be larger compared to the previous CT examination of 05/13/11. Please note that this is only partially visualized on the CT examination of the chest. On (B)(6) 2014: operative note. Pre-procedure diagnosis: right inguinal hernia. Post-procedure diagnosis: recurrent right inguinal hernia. Procedure: repair of recurrent right inguinal hernia with mesh. Findings: an indirect hernia, just a widened internal ring. Indications: 82-year-old male who said he never had a right inguinal hernia repair, but he had a left inguinal hernia repair _____ [sic] right inguinal hernia. He was offered repair of this with the risks including, but not limited to infection, bleeding, injury to other structures including the testicle, possible testicular loss, nerve damage, recurrence of the hernia, about 1%. Anesthesia risks including stroke, heart attack, dvt/pe of course were discussed with the higher level of anesthesia. Cardiology cleared, but we decided to try and do it under local with some sedation. He agreed to the procedure, understanding the risks and benefits, and alternatives to care including wearing a truss. Description of procedure: ¿he was brought back to the operating room and placed supine on the table. Preoperative antibiotics were already administered. Bilateral scds were placed and functioning. A time-out was taken to confirm that this was dennis keegan who is here for a repair of right inguinal hernia, everyone in the room agreed. He was sedated appropriately. Then, his right groin was prepped and draped in the usual sterile fashion. Palpating the anterior-superior iliac spine and the pubic tubercle, the area was injected with 0.5% marcaine for an inguinal nerve _____ [sic] iliohypogastric and then along the incision. The incision was marked out. Dissection was carried down through the skin and subcutaneous tissues and right away it was pretty clear that he had already been dissected in this area. There was a fair amount of scar tissue. The muscles were sort of just scarred in pretty tight, so getting normal natomy [sic] down was tough. I had to re-orientate myself a number of times, but I was finally able to, after going through the external oblique, feel along the pubic tubercle and go along the pubic tubercle and then finally pick up the hernia and then the floor actually felt pretty good, but he had a wide internal ring. Then, I reapproximated the internal ring after separating the hernia sac, but it was also a sliding hernia, so I did not open up the sac. I was able to push everything down. It kept of course bulging right out back at me and that is why I closed the internal ring a little better. I did that with 2-0 vicryl and then I sewed in the mesh medially and along the shelving edge of the inguinal ligament using an 0 vicryl on a ur-6 and then also medially to the pubic tubercle for superior stitches I used a 2-0 prolene and then brought the tails of the mesh together using a 2-0 vicryl. There was enough just for a pinky tip to get through and it was holding back the contents of the hernia. I used a 2-0 prolene to reapproximate the tails of the mesh and then the area was irrigated, irrigant was clean. There was nothing bleeding. The external oblique was closed using 2-0 vicryl, subcutaneous tissue with 3-0 vicryl, skin with 4-0 vicryl. He was cleaned and dried, awakened from anesthesia without complications, transferred to the pacu in stable condition. Prior to closure, sponge and needle counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ on (B)(6) 2014: [missing records: an implant record detailing the type of mesh implanted during right inguinal hernia repair was not provided .] On (B)(6) 2014: office notes. Rt inguinal hernia surgery done 10/20/14. Started coumadin 10/21/14. Yesterday, wife noted while changing the dressing, smelling on the surgery area and area was black-extending from inguinal hernia repair to the rectum and c/o pain in this area. This is surgery wound in right groin, which is clean & no indication of any oozing. There is hematoma below the wound and black & blue discoloration of penis, scrotum & perineal area. On (B)(6) 2015: consultation. Reason: abdominal wall cellulitis and abscess. Hpi: known pretty well to me postoperatively after having an infected mesh 10 years after placement for ventral hernia that underwent laparotomy, removal of mesh, and drainage of abdomen, who was doing well. He called last week saying that he was having increasing pain after he did some heavy lifting activity a few days prior. Seen in office, there were no signs of infection. Also, his inr is supratherapeutic, so he was told to hold it [possibly meaning hold anticoagulant jantoven], but over the course of the week his abdomen started becoming more and more painful. Taking pain medication, had decreased appetite. No fevers, shakes, or chills. Came to the emergency room. Pain is sharp and centered around lower part of incision. Meds: jantoven, norco, aspirin. Exam: abdomen is soft, nondistended, but tender in the lower 2 edges of the incision with some redness and induration, and drainage from the retention stitches site. Radiology: a CT of the abdomen/pelvis demonstrates abscess in region in the upper abdomen , multiple calcified gallstones, bilateral renal cysts. Assessment/plan: infected abdominal wall hematoma. I prepped the area in the usual sterile fashion and made an incision between the second and third retention stitches. I got into the hematoma cavity and drained the hematoma, took cultures, and then the area was irrigated and packed with gauze and a dry sterile dressing was applied. He is stable for discharge and follow up in about a week. Advise to call if any fevers, shakes, chills, worsening pain, or other signs of infection.

Manufacturer narrative:
H6: updated device code. H6: updated conclusion codes. H6: additional patient codes: 1932, 1994-a, 2069, 2240-b, 2203: other: ¿ileus¿, ¿atelectasis¿, ¿nausea and vomiting¿, ¿pleural effusion with pneumonia¿. H6: additional conclusion codes: 18. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: additional patient codes 1932; 1970; 1994; 2144; 2010; 2011; 2069; 2240; 3191: no code available for "ileus" and "atelectasis". H6: updated device code. H6: updated conclusion codes. H6: additional conclusion codes 4315. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Code 4118/3221 - after a search of lot history files for lot number: "3636635", it was determined the product associated with lot history filed 3636635 does not match the alleged product description, gore dualmesh® plus biomaterial. Product identification records for the alleged gore dualmesh® plus biomaterial was not provided. Therefore, a review of the manufacturing and sterilization records could not be performed.